Event description:
Philips received a complaint by the customer on the v60 indicating that alarm appears continuously, but no message appears. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and after evaluation it was confirmed that the results were satisfactory since the device passed all tests. Everything indicates that the alarm was due to the alarm limits established in the settings. The equipment remains operational and meets the manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.